Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Review of the device history records found lot was manufactured to specification. No anomalies identified. This emdr reflects the information for device # 1, a separate emdr will be submitted to reflect the information for device # 2. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of a ventral hernia. A s reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvj0857 (device # 1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2013, the patient underwent surgery for repair of a ventral hernia for recurrence. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huxd0693 (device # 2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017 and (B)(6) 2017, the patient underwent an additional surgeries for recurrence. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
It is alleged by the patients attorney that on 9/11/2012, the patient underwent surgery for repair of a ventral hernia. A s reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvj0857 (device # 1) was implanted to repair the hernia defect. It is alleged that on 11/20/2013, the patient underwent surgery for repair of a ventral hernia for recurrence. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huxd0693 (device # 2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017 and (B)(6) 2017, the patient underwent an additional surgeries for recurrence. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with epigastric ventral hernia and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the epigastric and umbilical hernia sacs were dissected away. A ventralex patch (device #1) was placed beneath both the defects and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent epigastric hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was found and opened. The small punched out defect was seen lateral to previous completely incorporated intact patch (device #1). A ventralex patch (device #2) was placed on the undersurface of the defect and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with mesh explant (device #1& #2) and implant of ventralight st w/ echo positioning system (device #3). Per operative notes, ¿the bowel was severely adhesed to the mesh. Two different types of mesh (device #1 & #2) were identified and there were loops of bowel within a hernia just superior to gore-tex mesh. The loop of bowel was adhesed to the hernia sac and mesh. Dissection was performed to separate the small intestine from the old mesh and the entire mesh (device #2) was taken down sharply. A piece of old mesh (device #1) was cut out that was not severely adhesed to the bowel. The hernia defect was measured and a ventralight st w/ echo positioning system (device #3) was placed to the anterior abdominal wall and secured.¿ (B)(6) 2017 - patient had generalized peritonitis thereby underwent laparoscopic ventral hernia repair with implant of xenmatrix (device #4) and small bowel resection. Per operative notes, ¿succus was noted along the anterior abdominal wall involving newly placed mesh (device #3). The area of bowel perforation was identified during exploratory laparotomy. The peritoneal cavity was entered after the newly placed mesh (device #3) was removed. The small bowel was intimately attached to his old mesh (device #1). A xenmatrix mesh (device #4) was placed and sutured.¿ attorney alleges that the patient had pain, hernia recurrence, removal of mesh and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Review of the device history records found lot was manufactured to specification. No anomalies identified. This emdr reflects the information for device # 1, a separate emdr will be submitted to reflect the information for device # 2. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of ventralex mesh, patient was diagnosed with adhesions, bowel perforation, peritonitis and hernia recurrence thereby underwent repair with partial explant of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Updated fields: a2, b2, b4, b5, b7, d1, d.6b (date of explant), e3, f12, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents ventralex mesh (device #1). An additional supplemental emdr was submitted to represent another ventralex mesh (device #2) and an emdr was submitted to represent ventralight st w/ echo (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.